Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The hm3 lvas IFU is currently available. ¿introduction¿, lists sepsis, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2018 due to sepsis and multi-organ failure. The pump was working as expected for the whole time of support and the outcome was not device or therapy related.